Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the infusion was set to deliver chemotherapy over 24 hours, but the infusion was completed approximately 3 hours early. There is no report of patient harm.